Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test and unable to prime during prime/delivery test due to moisture damage on the force sensor resistor. No compromised force sensor alarm noted. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken belt clip slot. No crack noted on the display window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 160 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed multiple motor error alarms within the last month and no motor position encoder error alarm. Alarm history also showed a compromised force sensor alarm. Customer was advised that insulin pump would need to be replaced.